Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device trigger would not close on tissue and lock down from initial attempted use. The device was loaded with green reload and buttressing material was on tissue. This device was not fired. A new device of same product code was opened and used to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged release button. The analysis found that one ple60a device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out; it appears that the device was forced open with the knife not on the home position. The batch record was reviewed and no anomalies were noted during the manufacturing process.